Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) for atrial fibrillation with a rapid ventricular response. It was also reported that the atrial lead had far field r wave oversensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.